Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal unknown and extraneal viaflex intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced sterile peritonitis manifested by fever, abdominal pain and cloudy dialysate. On an unreported date, the patient was hospitalized for the events. On (B)(6) 2010, the peritonitis and fever resolved, although a final outcome was not provided. It was not reported if pd therapy had continued. The physician did not provide an opinion of causality. Further information was not available at this time.